Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial#( B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often and battery was depleting 3-4 hours after being charged fully. Additional information was received from the manufacturer representative who reported no cause was determined, and there was no resolution currently. They had advised the patient to call in for a new recharger to be sent. No symptoms reported. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.